Manufacturer narrative:
Device is reported available for return; however, it has not been returned.

Event description:
Event occurred on an unspecified date involving a tego connector where the reporter stated that the tego was leaking blood-stained fluid from sides of connector - under or through silicone casing. There was unknown patient involvement and unknown patient harm reported for this event.

Manufacturer narrative:
Investigation summary: the complaint of leaks on tego cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.